Event description:
It was reported via repair work order that the bed had jerky motion and the footend lift was unable to lower completely due to malfunction harness #2 cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.